Event description:
Reporter alleged he couldn't use his compact plus system because of power concerns and he became hypoglycemic. Reporter stated the emts obtained a result of 50 mg/dl, took him to the hospital, and he was there for three days. Reporter declined providing any more info surrounding the event such as how he was treated. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.